Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Although requested, additional event information has not been made available. This report is for one unknown radial head implant. Part and lot numbers were not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. It is unknown if the subject device is still implanted in the patient. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has a radial head implant that is loose and is experiencing pain. This report is for one unknown radial head implant. This is report 1 of 1 for (B)(4).